Event description:
Libre sensor has given multiple false low alerts. Thankfully, the libre is being worn in conjunction with dexcom, which is currently controlling the t-slim insulin pump. Therefore, no negative side effects occurred. Readings on the libre sensor have been off by 100 points from the dexcom and glucometer readings. Had this sensor been controlling the t-slim control iq insulin delivery, hours upon hours of hyperglycemia would have resulted due to the false low readings, which would have shut off or lowered insulin delivery. Called freestyle to speak with a customer representative case #: (B)(4).